Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: where was the location of the malformed staples on the ends or in the middle of the staple line? All. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. During which stroke did the event occur? All. What other color cartridges were used before and after this event? None. If buttressing material was utilized, which product was used? None. Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? None. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Event description:
It was reported that during a laparoscopic gastric bypass procedure on the initial application of the device an ecr60w was used on small bowel. Several staples were completely unformed. The instrument was replaced and all subsequent firings were normal. The reload was discarded at the end of the case, but the gun was saved for analysis. To complete the procedure the instrument was replaced with another like device, and all subsequent firings were normal. A couple days after the incident, the surgeon mentioned that the tissue was uncommonly thicker than typical small bowel.